Event description:
Two days following taxus implantation, the patient returned with an acute myocardial infarction. During the initial procedure, the physician direct stented a 50-60% stenosis in the lad @ 10 atms. The vessel was noted to be slightly overdilated, but there was no dissection noted. The patient was discharged on plavix, but returned two days later due to an acute mycardial infraction. Angiography revealed the taxus stent was totally occluded, but was treated successfully with a balloon catheter. The patient returned seven days later to follow-up angiogram. The stent appeared to be patent. The patient is reported to be "fine".